Event description:
The customer reported that while pipetting an assay, no sample was delivered to wells a11 through h11 of the microwell plate. No error was reported. No death or serious injury was associated with this incident. During a subsequent plate credit request from the customer, it was determined that this was a reportable event. This report corresponds to ortho-clinical diagnostics complaint number 00428691.